Manufacturer narrative:
(B)(4). The device was not returned for evaluation and there was no reported device malfunction associated with the clip delivery system (cds). The reported patient effect of worsening heart failure, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, a definitive cause for the heart failure cannot be determined. Although a conclusive cause for the reported patient effect, and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling. The treatment with medication and hospitalization were a result of case-specific circumstances as the patient was hospitalized due to heart failure and was administered medication for treatment. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Per physician, the sepsis event and patient death were non-cardiovascular, and were unrelated to the mitraclip device and unrelated to the mitraclip procedure.

Event description:
Subsequent to the previous medwatch report, the additional information was obtained: on (B)(6) 2017, the patient was re-admitted to the hospital for weakness, nausea and vomiting. Sepsis was diagnosed and medications were provided, however, the patient expired. Per physician, the sepsis and death were non-cardiovascular, and were unrelated to the mitraclip device and unrelated to the mitraclip procedure.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed for worsening heart failure. It was reported that on (B)(6) 2016 one mitraclip was implanted without reported issue, reducing functional mitral regurgitation (mr) from grade 4+ to grade 1+ to 2+. On (B)(6) 2016, the patient was discharged from the hospital. On (B)(6) 2017, the patient was hospitalized for worsening heart failure, acute on chronic. Medication was provided. The mitraclip remained stable and well seated on the leaflets; however, per physician the heart failure was assessed as possibly related to the device. There was no device malfunction. The patient is currently in stable condition with respect to heart failure but is being treated for metastatic ovarian carcinoma. There was no additional information provided regarding this issue.